Event description:
A (B)(6) mle pt contacted zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the yellow (pgnd) and brown (-5v) wires in the trunk cable were open, which caused the code 204. The cause of the open wires was a cracked trunk cable connector. The root cause for the cracked trunk cable connector was unable to be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wires. The pt rec'd a replacement electrode belt.